Event description:
Overdelivery reported. The pump was set to infuse heparin 25,000u/250ml at 7ml/h with a volume to be infused of 240ml. Approx 40 minutes after a new container was hung, the pump gave an unspecified alarm. The nurse noted that pump display was blank and the entire 250ml container was empty. The pt was status post cardiac catheterization and had previously required intervention due to oozing and hematoma formation at the groin access site. The pt had also been started on coumadin the morning of the event. The pt's prothrombin time was elevated and due to the previous oozing the pt was given a total of 50mg of protamine. He also received one unit of packed red blood cells for a gradual decrease in hemoglobin/hematocrit lab values. The pt was discharged two days later without any report of adverse sequelae. Medwatch form received today from customer (23 days after above info received in telephone conversations with the customer unit director) states: "pump did not recognize programmed settings for intravenous infusion. Twenty-five thousand units of heparin infused in 45 minutes -- pt at risk for bleeding -- discharged, without complication after 3 days." This info received from assistant counsel.